Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had poor air/water flow from the air/water flow system. Inspection and testing of the returned device found nozzle clogged with foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found -due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Nozzle has foreign objects. Adhesive on bending section rubber has white-clouded area. Adhesive on bending section rubber has a crack. Switch 1 has a scratch. Protector of universal cord on control section side has a scratch. Due to clogging of nozzle, water removal ability does not meet the standard value. Probe cover has a scratch. Probe cover has a burn. Questionnaire for foreign matter found - the product was cleaned , disinfected, and sterilized before it was sent it to olympus. Foreign matter questionnaire found the following- unknown what was the foreign material adhered to the endoscope. Unknown- if there was a delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). Unknown if there were abnormalities in the accessories used for preprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was immersed with detergent solution and with air and water. Unknown- if the air/water nozzle was flushed with the detergent solution unknown if air/water nozzle was flushed with air and water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.